Event description:
It was reported that during a skin stapling procedure, the staples did not move completely out of the instrument. The case was completed with a same like device with no patient consequence.